Event description:
It was reported that this right atrial (ra) lead had an insulation damaged and ra impedance was drop to 50-100 ohms in the operating room. This ra lead was explanted and replaced. No additional adverse patient effects were reported.